Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. Since the subject device was not returned, the exact cause was unknown. If significant additional information is received, this report will be supplemented. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that there had been a crack of the distal end of the subject device and a gap on adhesive of the distal end of the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.